Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected e/a alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump has had errors when it runs out of insulin. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump had unexplained no delivery alerts half way through priming even though infusion set seems fine and had scratches on the screen. The insulin pump will not be returned for analysis.